Manufacturer narrative:
No further information was able to be obtained from this customer. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a single 60 degree arcuate was created nasally in the left eye during a laser assisted cataract procedure. The arcuate was performed at 85% depth. The optical coherence tomography scans looked normal. In the operating room the surgeon decided to open the arcuate incision by using a spatula. After opening the arcuate it was noted the viscoelastic was leaking from the arcuate but was not noted until after the arcuate was opened. A corneal perforation occurred when opening the incision. Two sutures were used to secure the arcuate. Additional information received states that the patient was seen at a one day postoperative visit and noted no pain. The patient has 3+ corneal edema and a significant corneal abrasion. The patient was prescribed a topical antibiotic drop to use for five days.